Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient received treatment for the peritonitis with fortum injection (2 grams) and heparin injection (1000 units) in the night exchange (frequencies and routes were not reported). It was reported that, the patient was doing well and the patient's pd effluent was clear. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the heparin was administered intraperitoneally. On an unreported date, the antibiotic dose was completed. At the time of this report, the effluent is clear and the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.